Event description:
Caller states the patient obtained a result of hi (greater than 600 mg/dl) on the advantage system while a lab drawn within 10 minutes returned as 212 mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.